Event description:
It was reported that through radiographic eval. The tm glenoid was identified as being fractured between the keel and base interface. Revision surgery was anticipated to occur on (B)(6) 2011.

Manufacturer narrative:
Add' info has not been received after the anticipated revision date. Should further info be received to further this investigation, this report shall be updated.